Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that his healthcare provider's office state that the insulin pump was not delivering insulin. His blood glucose level was over 500 mg/dl but also experienced low blood glucose levels of 50 mg/dl. The customer felt the insulin pump was not working properly. He treated his blood glucose level with a manual injection. The device was not returned.